Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). The product has been returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that the device was not cutting right/skipping skin. The event occurred during surgery. No adverse events have been reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The device history record (DHR) and previous repair report reviewed noted no related non-conformances, requests for deviation (rfd), change notices (cn) or any other issues with manufacturing. The DHR and previous repair report review found no issues with the device and all verifications, inspections and tests were successfully completed. Zimmer biomet surgical has previously repaired/evaluated air dermatome serial number (B)(4) one time as documented in the repair reports. The last repair was april 19, 2017 where it was reported that the device needed preventative maintenance and the bearings and o-ring were replaced. This is not a related issue. Initial qa inspection of the air dermatome on march 19, 2018 revealed that the calibration was out of specifications. The motor speed was within specifications however, it was on the low end of the specification. The 1 inch and 4 inch width plates were both damaged. Repair of the air dermatome was performed by zimmer biomet surgical on march 19, 2018 which included replacement of the bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged control bar, calibration shaft, 1 inch width plate, and 4 inch width plate. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The reported event was confirmed since during initial inspection the device was out of calibration and the 1 and 4 inch width plates were both damaged. The root cause of the device not cutting and skipping was due to the device being out of calibration and the width plates being damaged. However, it is unknown how the device became out of calibration and how the width plates became damaged. The issue was resolved with the replaced bearings, seal and retaining ring, motor, poppet assembly, o-ring, damaged control bar, calibration shaft, 1 inch width plate, and 4 inch width plate. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.